Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set cannula was bent event on 01-jan-2024. The blood glucose level was displayed high at the time of event and traces of ketones were also present. The event occured 3 or more hours after insertion. The infusion set was in use for 3-4 hours. The site of insertion was at abdomen. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.